Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.

Event description:
Attorney alleges as a result of the lead, patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, economic losses and consequential damages" and "suffer severe emotional trauma, physical consequences and long continued emotional disturbance." Review of manufacturer's database verified patient's death. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.